Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the distal shaft and contrast in the inflation lumen and balloon, which is consistent with handling and preparation. The balloon was loosely folded which his consistent with pressure applied to the catheter. There was a kink in the distal shaft 4.5 cm distal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked out of a hole in the balloon at the distal end of a flap 3.5 mm proximal to the distal balloon seal, confirming the reported leak. The flap was 1mm in length. There was a second flap 2.5 mm proximal to the distal balloon seal .5 mm in length. Factors that may contribute to a tear/rupture in the balloon include, but are not limited to, balloon damage during manufacturing, material discrepancies, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification or tortuosity, or insufficient preparation prior to use. Analysis noted two flaps of torn balloon material. Damage of this type can be the result of material processing or incorrect preparation for use. Several attempts were made to obtain clarification from the account as to the exact details of the procedure; however no further information was available. It is possible the rx trek was not soaked prior to use. It should be noted the rx trek instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the balloon had a hole in the tip. It was discovered when the pressure was pulled to negative. The device was no longer used. No patient effects were reported. No additional information was provided.